Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-07304. It was reported that thrombosis occurred. In 2006, an unspecified stent was placed in the left anterior descending (lad) artery. In (B)(6) 2013, left heart cardiac catheterization was performed and aspiration removal of thrombus from the proximal to distal previously implanted stent was performed. Two promus element plus everolimus-eluting platinum chromium coronary stents were implanted to treat the lesion. Two days later, the patient presented emergently to the cath lab. The previously implanted stent were occluded with clot. Ivus procedure was done and balloon angioplasty was performed. No additional patient complications were reported and the patient¿s current status is fine.